Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was connected to a test handpiece and gen04 and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during radical hysterectomy on (B)(6) 2013 the surgeon used the scalpel to dissociate tissue found that the tissue pad is very hot and the intestine got burnt. The color of the intestine was white but was not broken into hole. He continued to use it after cooling but still had same problem. Finally the surgeon changed another one to complete the procedure. Now the patient is fine. One device will be returning.